Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant product: 5076-45 lead, implanted (B)(6) 2009; 419688 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited gradually rising impedances and now measured with high pacing impedance. An x-ray indicated a lead compression issue. The lead appeared broken and partially unwound. The lead was explanted and replaced. No patient complications have been reported as a result of this event.